Event description:
It was reported that shaft break occurred. The 12mm x 3.50mm nc quantum apex balloon catheter was advanced to the target lesion. However it was noted the shaft broke within an unspecified guide catheter. Both the balloon catheter and the guide catheter were removed as one unit. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).